Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity extension sets with one-link needle-free lv connector was too thick and "the blood would not release from the patient". The event occurred during blood draws. There was no patient injury or medical intervention associated with this event. No additional information provided.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.